Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm noted in the insulin pump history. Misaligned force sensor cable and intermittent connection noted. The force sensor offset measured within spec range during testing. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Device was also received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, end cap address label fading, case cracked behind the insulin pump near the battery compartment, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.